Event description:
It was reported that the sonic control knife was being used in a procedure when the patient experienced an unintended cut to their dura mater. The cut was closed using stitches, and the patient was reported to be healing as hoped. It was confirmed that the devices operated as expected, and the procedure was completed successfully despite the unintended cutting. There were no other patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The reported event was not duplicated and no failures were confirmed as the product for this investigation was not available for evaluation. Based on the risk documentation and the device instructions for use, surgical technique is determined by the health care professional, and a setting or operation error can result in unintentional destruction of tissue.

Manufacturer narrative:
The sonic control knife was returned with the tips that were used, and the console is in continued use at the user facility. A follow up report will be filed after the quality investigation has been completed on the returned devices.

Event description:
It was reported that the sonic control knife was being used in a procedure when the patient experienced an unintended cut to their dura mater. The cut was closed using stitches, and the patient was reported to be healing as hoped. It was confirmed that the devices operated as expected, and the procedure was completed successfully despite the unintended cutting. There were no other patient or user injuries, and no adverse consequences.